Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during pre-op, the programmed duty cycle was not seen to be what was last programmed in clinic and internal generator date was received and reviewed. The generator was replaced and has been received by the manufacturer and is awaiting completion of product analysis. No other relevant information has been received to date.

Manufacturer narrative:
Any further information received regarding this device will be reported in MFR report #1644487-2024-01266.

Event description:
After further investigation and comparison of internal generator data, it was determined that the spontaneous change in duty cycle did not occur as reported and internal generator date supports this by showing the correct settings that were reported to have changed. The report was most likely referring to the reed switch malfunction captured in MFR report #1644487-2024-01266, which would show low output current, and was likely confused for a change in settings. Any further information received regarding this device will be reported in MFR report #MFR report #1644487-2024-01266.

Manufacturer narrative:
This report is related to MFR report #1644487-2024-01266. The initial report inadvertently omitted the MFR report # that this report is related to.